Event description:
Thus far the explanted product has not been returned for analysis.

Event description:
Additional information was received that the patient's seizures were secondary to a change in their medication prescription, ultram ER 500 was discontinued. No change to their aeds were made. The patient did have a change in their vns settings: change in settings from 1.75/30/250/21/3.0 magnet 1.75/60/500 to 2.25/30/130/21/3.0 magnet 2.50/60/130. The patient had their generator replaced on 05/09/2012. It is being returned for analysis.

Event description:
Clinic notes were received for review reporting that a vns patient was having a funny bone sensation in the neck area and having a slight increase in seizures that had been happening for two weeks. It was reported that the patient may need a new battery. Surgery is possibly scheduled for (B)(6) 2012. The patient's vns settings were titrated higher. They were set at output current 1.75, pulse width 250, signal frequency 30, on time 21 seconds, off time 3 minutes, magnet 1.75, pulse width 500 and signal frequency 60. Their output current was raised to 2.25 ma and magnet output to 2.75 ma. The patient is having 3-4 seizures a week and increased seizures daily. The seizures present with jerks and high stepping. Good faith attempts have been made and thus far no further information has been attained. It is unknown if their seizures are over their pre-vns rate.

Manufacturer narrative:
Type of report corrected data; omitted on initial report, 30 day report.

Event description:
The explanted generator was returned for analysis. The septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator.

Manufacturer narrative:
Operator of device corrected data: updated to patient.